Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. The patient reported increasing stimulation in the abdomen area and one (1) event of unexpected interruption of therapy in closed loop. X-ray imaging was obtained which confirmed a lead migration. The patient was reprogrammed to temporarily restore therapy, pending a lead revision to resolve the lead migration. A lead revision procedure was completed therapy restored to the patient.

Manufacturer narrative:
The active anchor was discarded. X-ray imaging of the initial lead placement was provided and was unable to confirm the reported lead migration. The device logs were reviewed and a current at max error was identified. The clinical manual states in section 12.4 regarding current at maximum events, ¿if the stimulator detects a potential problem with the ecap measurement, then stimulation stops.¿ the lead migration likely contributed to changes in neurological [ecap] measurement, the error message and expected interruption of therapy in closed loop as a result. The event is confirmed; the root cause of the migration is not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system lead migration from the location chosen at initial implantation, resulting in stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result.¿